Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they had frequent urination and urgency and incontinence before the operation, and there was basically no effect after the operation. The family members stated that the internal stimulator had been turned off and the bladder had been removed. The specific time was not informed. Currently the patient is observed at home.